Event description:
Pt was being lifted, when he started up he grabbed the sling rope instead of the handles. His hand slipped and the detachable hook went into the butt of his hand about one inch. Pt was taken to ER to remove hook from hand. One person involved.